Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sub-total colectomy procedure, the staples were not correctly formed in the b shape. Change of technique using another device for anastomosis completed the case. There was no adverse pt consequence.